Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/13/2025, a sales representative reported via email that an ar-1588t acl tightrope did not stay flipped on the lateral femur and lost fixation on the cortex during implant shortening. The graft was unloaded from the implant; then, the implant was pulled out via the lateral button passing sutures. The case was completed without complications by placing new fibertak anchors in the patella, and tightrope passed again. The button was flipped on the lateral cortex, confirmed via c-arm, and the button's position was maintained during shortening/tensioning with continued confirmation via c-arm. This was discovered during an mpfl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning, and/or improper surgical technique.